Event description:
During a colonoscopy procedure, the physician used a cook endoscopy acusnare polypectomy soft snare. The snare would not advance or retract out of the sheath during use. The event occurred prior to cautery application. The product was withdrawn and another snare was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed handle retraction difficulties due to a severe kink in the handle drive wire (which moves through the handle and inside the outer catheter). The severe kink is causing the handle drive wire to extend outward from the handle assembly. Therefore, the kink in the handle drive wire is causing resistance between the drive wire and the handle component, prohibiting snare movement. The severe kink in the handle drive wire suggests excessive pressure had been applied to the handle of the snare. We were unable to determine exactly when the handle drive wire became kinked. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the handle drive wire becomes kinked or bent. This can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. The severe kink in the handle drive wire suggests excessive pressure had been applied to the device during use or general handling. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Quality assurance will continue to monitor for complaint trends.